Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to felling sick with nausea for months. No further information has been obtained. Additional information that the explanted device was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7093327/7081303, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to felling sick with nausea for months. No further information has been obtained.